Event description:
It was reported that during a right femoral insertion via the super arrow-flex (saf) sheath, the intra-aortic balloon (iab) stuck in the sheath approx 20 cm after insertion, just before exiting the sheath tip. The iab was removed. Diagnosis of pt was cardiac surgery, difficult weaning from cardiopulmonary by-pass. There were no reported pt complications, no intervention and no pt death. An interruption of 15 minutes was noted. Received confirmation on 7/2/10 that the same insertion site was used for all attempted insertions. Reference MDR #1219856-2010-00467 for the second event and MDR #1219856-2010-00468 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.